Event description:
In 2004, the pt was diagnosed with a "small corneal ulcer slightly temporal to the corneal apex" in the left eye for which he was treated with zymar drops, pred forte and discontinuation of lens wear. By the following month, a "small corneal scar from previous ulcer" was noted in the left eye along with "new areas of epithelial staining". Pt was treated with zymar, liquigel and pred forte. Corneal scrapings were negative for acanthamoeba. The following year, the pt was confirmed as acanthamoeba infection by confocal microscopy. The infestation occupied the central 6-7mm of the cornea and extended deeply into the stroma. Antiamoebic therapy was administered and stopped in 2006. Pt suffered from complications including secondary anglo-closure glaucoma and a mature cataract. The bcva was light perception. The healed cornea manifested a central white scar with vascularization throughout the stroma. Reported via an article by contact lens.

Manufacturer narrative:
No product was returned and no lot info provided. Based on all info, no casual factors can be determined and no conclusion can be drawn.